Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient had return of symptoms post-fall and the device was replaced. The patient fell a few months ago, cannot remember the exact date. The office staff checked device at follow up appt. They do not know results of impedance check, but md wanted to replace full system which resolved the issue. Patient had full system replaced which the customer discarded.